Event description:
It was reported that during implant, the right ventricular lead had impedance less than 200 ohms. Also the lead was repositioned several times due to the patient's tricuspid regurgitation pushing the lead back and out of position. It was also indicated that there was tissue in the helix of the lead as a result of the repositioning. The lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead appeared damaged at implant.